Event description:
The customer had experienced consistently low bg readings (42-26mg/dl) within the first 1.5 hours of activating the pod. Ice cream and sherbet were eaten in an attempt to counter the low bg's, but her levels continued to decrease. She ended up taking glucose tablets and felt "very confused," so she went to the emergency room (but was not admitted). She "doesn't remember much" about the incident. The doctor told her to "take off the pod because it might be the pump that is malfunctioning," but she "refused to take it off". Insulin delivery with the pod was suspended, then resumed 45 mins later; by this time her bg levels had gone high (285-342mg/dl). A series of correction boluses were administered and a little over six hours later her levels had successfully regulated (down to 110mg/dl). No specific pod issue was cited. The device was discarded and therefore will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have resulted in the over-delivery of insulin, causing low bg levels. No specific failure mode was cited. Based solely on the info provided in the report, we are unable to conclude that the pod was, or may have been, a contributing factor to the hypoglycemic event experienced by the customer, resulting in the visit to the emergency room. No conclusion can be drawn. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). A review of low qualification records could not be performed as the low number was not provided.